Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 call service alarm occurred while the user was performing a random function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/19/2015 with the following findings:the reported issue could not be adequately investigated due to a recurring cs-078 'call service alarm'; no conclusions could be determined in regards to the reported issue. Several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump displayed a recurring cs-078 'call service alarm' when the rewind step was attempted. The pump case was removed, and it was observed that the motor flex was not properly seated in the motor flex connector; this device failure caused the recurring cs-078 'call service alarm'. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.